Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated multiple low battery warnings and replace battery alarms; however, no evidence of excessive battery usage was recorded. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. A battery cap was not returned with the pump; a test battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump lithium battery was changed; however, the pump displayed that the battery was not completely charged. During troubleshooting, a new, fully charged lithium battery was placed in the pump and secured with a new battery cap; however, the pump emitted replace battery alarms immediately following the replacements. An alkaline battery was placed in the pump, and the pump display screen allegedly remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.